Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At 0920, channel a of the device was initially programmed to deliver infliximab 400mg/250ml, at a rate of 20ml/hr, vtbi (volume to be infused) of 5ml, for duration of 15 minutes, and the delivery was started. The customer contact reported that at unspecified times during the delivery, the vtbi was reprogrammed to unspecified values. After an unspecified length of time while the nurse was at the pt's bedside, it was reported that the container was empty and air was noted in the tubing set, distal to the pump to the filter on the extension set with no pump alarm. The customer contact reported no air was delivered to the pt. The pump was removed from clinical use. The customer contact reported therapy was completed; therefore, the therapy was not resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.